Event description:
During a laparoscopically colectomy procedure, the instrument did not fire on the 3rd firing. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.